Event description:
The customer reported that the system exhibited "collimator iris potentiometer errors" during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator cable connections were evaluated and reseated. The iris motor was also tightened. The system was tested and found to be working as intended and put back into service.